Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock due to oversensing from an electromagnetic interference (emi) source. It was noted that the source was a microcurrent facial muscle stimulator the patient had. Technical services (ts) was consulted and explained how to program beeping during capacitor charge for this device, as well as advice the patient to use a different device that had no issues previously. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock due to oversensing from an electromagnetic interference (emi) source. It was noted that the source was a microcurrent facial muscle stimulator the patient had. Technical services (ts) was consulted and explained how to program beeping during capacitor charge for this device, as well as advice the patient to use a different device that had no issues previously. This device remains in service. No adverse patient effects were reported. Additional information was received stating this ICD was explanted and replaced. No additional adverse patient effects were reported.